Event description:
Two days after injection of zyplast into the balanus, the pt first reported pain at the area between the penis and testis. In 2006, the necrosis was observed at the epidermis of the balanus. The purple spot, pigmentation and ulcer scar still remain at the lower epithelization site. Add'l treatment was prescribed but it is not known what was prescribed at this time. This event is being reported because of allergan's approach to compliance is to resolve all doubt in favor of reporting.